Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported ¿possible deflation¿, ¿itching¿, ¿pain¿, ¿lump or mass¿, ¿implant folding¿, ¿been sick¿ and ¿having issues with lymph nodes¿. This record is for the right side. Device remains implanted.